Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. During our evaluation, the helix would extend and retract within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited low impedance and the helix did not fully extend. The pacing lead was not used and replaced. No patient complications have been reported as a result of this event.